Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. A cracked reservoir tube lip, cracked battery tube threads and scratched display window noted during visual inspection.

Event description:
The customer reported that she went to change the reservoir and the rewinding just kept going as well the device alarmed. The blood glucose reading was 228 mg/dl. Troubleshooting was performed, and the drive support cap was protruded. Advised the caller to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.